Event description:
The complainant alleged that during routine shift check by a clinician, the device displayed "error 46" and "error 52" messages. The complainant indicated that there was no pt involvement in the reported malfunction.